Event description:
This unsolicited device cause was received from united states on (B)(6) 2013 from the pt's husband. This case concerns a (B)(6) female pt who stated that her knees were painful to begin with and she was disabled because she can't even walk after receiving synvisc-one injection. It was reported that she was "worse off than she started" and had an allergic reaction. No medical history, past drugs, concomitant medications or concurrent conditions were reported. On an unk date in (B)(6) 2013, the pt received treatment with synvisc-one injection, at a dose of 6 ml, once (route, batch/lot and expiration date unk) in both knees for osteoarthritis. On unspecified dates (unk latency), her pain was increasing, her knees were painful to begin with and she was "disabled" because she "can't even walk". The pt had a magnetic resonance imaging done. It was reported she had an "allergic reaction to the steroid" that was in the injection or whatever they gave her. The reaction went away. The doctors stated that they had done all they could and that they do not care and she had to just "live with it". It was reported she was "worse off than she started". Corrective treatment: pain killers and steroids for the events of "knees were painful to begin with" and "worse off than she started" and no provided for the events of allergic reaction and "disabled because she can't even walk". Outcome: unk for the events of knees were painful to begin with and she was disabled because she can't even walk; not recovered/ not resolved for the event of "worse off than she started" and recovered for the event of allergic reaction. A pharmaceutical technical complaint (ptc) was initiated and conclusion was pending for the same. Seriousness criteria: the event of "can't even walk" was assessed as serious per the new ime list. The events of "knees were painful to begin with" and "worse off than she started" were assessed as serious as intervention was required. Pharmacovigilance comment: (B)(4) company comment dated (B)(4) 2013: this case concerns a pt who was reportedly disabled with inability to walk after receiving treatment with hylan g-f 20 in both knees for osteoarthritis. The underlying osteoarthritis also worsened as the pt was worse than before the treatment. The role of underlying osteoarthritis progression provides an alternate explanation for the events; however, temporal association of the events with the treatment has been requested for better overall medical assessment of the case.